Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, a 31mm epic mitral valve was implanted. In (B)(6) 2015, endocarditis and valve prolapse were suspected in a patient that was in hemodynamic shock secondary to renal insufficiency. The patient was referred for emergent surgery and the epic valve was explanted on (B)(6) 2015 and replaced with a 29mm sjm mechanical heart valve. Ex vivo, there did not appear to be any evidence of endocarditis (growths) on the valve.

Manufacturer narrative:
The results of this investigation concluded tearing and calcifications in all three cusps. Fibrous pannus ingrowth was found on the inflow surface of each cusp, and a thin layer of fibrin was found on cusps 1 and 2. There was no evidence of acute inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the calcification, pannus, fibrin and cusp tears was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.